Event description:
The dentist reported 6 months after the dental implant was installed in intraoral region #12, it was verified its non osseointegration. Twenty ncm of primary stability was achieved and immediate load was not performed. Pt presented low bone quality (bone type IV) and bone graft was executed.